Event description:
The customer reported that the system went black. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The smart switch pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.